Event description:
It was phoned in by the sales rep that there was a femoral dissection likely caused by the endreturn er23b opturator. The dr. Believed "since the device does not lock in place as it moved back the cannula caused injury to the intima". Physician stated no product malfunction. Procedure converted to open sternotomy, repair to vessel made and pt doing well. Pt has history of severe IV drug abuse, "significant" prior vessel damage. Hx: (B)(6) male, cad, 1 vessel bypass. Patient has (B)(6) and devices not able to be returned per hospital protocol.

Manufacturer narrative:
Device is not available for evaluation. The patient was (B)(6) and the hospital is unable to release device for evaluation. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA will not be initiated for this event. This information will be included in trending adn future CAPA determinations. The hospital is also requesting a feature on this device that currently is not in existence. This information will be relayed to the r&d department for additional enhancement consideration.